Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study on alzheimer's disease reported on (B)(6) 2015 the patient had experienced syncope and had a temporary loss of consciousness. The suspected cause was unknown. The corrective action required was in-patient hospitalization, which was a new hospitalization. It was unknown if this was related to study or programming. This had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.